Event description:
I have the essure implants and they cause heavy bleeding during my cycles. I also had pain in my pelvis and low back. At times it was hard for me to walk around. I had surgery in (B)(6) of this year to have them removed. I first got the implants in (B)(6) 2010.